Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported as the ultrasonic air sensor was being adjusted, the cable connector disconnected. An alternate device was employed. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.